Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed but not replicated. The vse instrument was returned with a foreign fragment in a container. The fragment appeared to be a paper-like substance and measured approximately 0.109" x 0.541" in size. Upon visual inspection, there was no physical damage found at the distal end of the vse and the jaw's ceramic dots were present. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy was delivered without any issues, and the instrument passed the cut test. A review of logs showed no failures. The vse instrument was transferred to the engineering team and the investigation is as follows: the fragment was analyzed under high magnification and most likely originated from the cut test that takes place in manufacturing. Samples of cut test paper were retrieved, cut with an in-house (vessel sealer extend (vse), and analyzed under high magnification. The structure and color of both the fragment and the cut test paper sample appeared similar (paper-like, fibrous, and with a light blue hue). The fragment measured 0.541" in length. Under 200x magnification, both the RMA fragment and the sample had a similar appearance along both the cut, and non-cut edges. The cut edge of the fragment appeared to be across the 0.541"dimension. The appearance indicates the RMA fragment was likely cut with the instrument knife. The length of the fragment matches the width of the cut test paper used in manufacturing. The above evidence suggests the fragment originated from manufacturing and would have been lodged in the jaws prior to instrument sterilization. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the vse ((B)(4)) associated with this event has been performed. Per logs, the vse ((B)(4)) was last used on (B)(6) 2020 on system sk3224. The alleged event occurred on the 1st use of the instrument. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: a small white plastic/paper piece from the vse instrument fell inside the patient. The small white plastic/paper piece was retrieved, and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, when the surgeon was cauterized a vessel and opened the instrument jaws, a small white plastic/paper piece of the vessel sealer extend instrument fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, and obtained the following additional information: reportedly, as soon as the surgeon cauterized the vessel and opened the instrument jaws, the a small white plastic/paper piece fell from the vessel sealer extend instrument. The reporter noted that this was the first use of the instrument, and it was unknown if the instrument was inspected prior to use. The instrument¿s wrist was straightened upon removal. No additional surgical procedure was required to remove the small white plastic/paper piece and the procedure was completed with no allegation of patient injury. Additionally, there was no resistance upon removal of the instrument through the cannula and no damage was noticed to the instrument after the event occurred. At this time, the patient's current status, and whether the patient returned to the hospital due to complications related to retaining a foreign object are unknown. Patient-related information was requested, but not provided.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.